Manufacturer narrative:
The product implicated and returned for eval is a port w/attachable 8fr catheter. The sample appears to be complete. The catheter tubing is attached to the port with the cath-lock proximal to the 25cm depth marker (5 black dots). The overall length of the sample is 13.8". There is granular blood residue inside the catheter lumen. Blood residue is also found under and on the exterior of the cath-lock. There are grip marks from a serrated jaw hemostat on the cath-lock body and strain relief. Dried blood build-up is seen around the circumference of the port septum. The port appears normal with several needle stick marks in the septum. The reservoir is seen to be cloudy through the septum. There are at least 5 suture sites through the port's silicone over mold with several punctures and gouges from missed needle sticks. A history review of lot #36gg6079 shows no related mfg issues, and no other field complaints rpt'd for this lot. File notes indicate that the port was placed on 7/2/97 with the catheter routed through the right subclavian vein. The port would not flush when first placed. The catheter was thought to be kinked. The surgeon then revised the port and continued use. The pt was receiving medication at home. During infusion in 8/97, the pt rolled over in their sleep and extravasation occurred. The needle may have become dislodged. No pt injury was rpt'd. The port was removed 9/3/97. The initial evaluation and decontamination shows the sample to be patent to flushing. This is verified upon further examination. A non-coring needle attached to a 10cc syringe filled with water is used to access the port. The port flushes readily, expelling most of the blood residue from the lumen. The lumen also aspirates freely. The distal tip of the catheter is occluded with the fingers and the sample is pressurized until the catheter and port septum bulge. As the pressure is sustained no leakage is observed, and the needle remains firmly anchored in the port septum. This is repeated several times for verification. The catheter segment is tactually examined for elastic weakness or deformation. The tubing is weakened at two sites. One is approx. 1" distal to the port connection, and the other is near the 20cm (4 dot) depth marker. The tubing weakness may indicate where the tubing was gripped with a clamping device. The port is viewed under 5-10x magnification. Except for a small nick in the surface, the septum appears normal. All of the needle stick marks appear to have been made by non-coring needles. No abnormalities or defects are seen on the sample. The complaint of spontaneous needle dislodgement, or resultant extravasation is unconfirmed. There is no evidence of a mfg defect that would contribute to spontaneous needle dislodgement. No leaks were seen during the evaluation. However, no info is given concerning the needle anchoring and dressing technique employed by the user. The needle may have been inadvertently dislodged through movement during the pt's

Event description:
The port was placed via the right subclavian vein on 7/2/97. The patient was receiving taxol infusions at home. The patient turned over during sleep during an infusion and extravasation of taxol occurred. The port was removed at the patient's request on 9/3/97. There was no damage to the patient's chest wall.